Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported last feeling stimulation (B)(6) 2015. The patient further states the charger does not locate the ipg(date of event unknown). Reportedly, a replacement charger did not resolve the issue. It is uncertain when the ipg was last recharged. The patient subsequently met with the sjm representative to assess the ipg. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was revised due to depletion.